Event description:
The caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in resetting the pump from technical support, and was instructed to continue using the pump and to contact support again if the malfunction code recurs.